Manufacturer narrative:
Zoll medical (B)(4) evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing which included a front enclosure button test and full functionality AED testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device paused during this event without the user activating the pause function causing a small delay in treatment of the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.